Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23 millimeter (mm) transcatheter bioprosthetic valve, after the implant site was closed the peripheral vessel pulse disappeared and a dissection was reported. Cut down techniques were performed and vascular repair with intimal fixation was needed. No additional adverse patient effects were reported.